Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right atrial (ra) and right ventricular (rv) leads were surgically abandoned during the device replacement procedure for normal battery depletion.

Event description:
Boston scientific received information that the lead safety switch was for the right ventricular (rv) lead due to low out of range impedances. It was noted that the right atrial (ra) lead safety switch had previously tripped due to low out of range impedances and continued to exhibit low impedance measurements. At this time the physician has opted to monitor the patient and address the issue at the normal device change out procedure in approximately two and a half years. No adverse patient effects were reported.

Event description:
Additional information was received that the right atrial (ra) lead continued to exhibit low out of range pacing impedance measurements which tripped the lead safety switch (lss) changing the sensing from bipolar to unipolar. It was noted the patient is also experiencing atrial flutter which the physician feels is being oversensed on the ventricular channel creating pacing inhibition. The patient has an intrinsic underlying ventricular rate. The physician is planning to perform a convergent procedure for the patient's atrial arrythmia's, but will continue to monitor the ra and right ventricular (rv) leads until the device reaches elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.